Manufacturer narrative:
The remote service personnel evaluated the device on remotely. The customer was explained that occasionally the plate connector does not have optimal contact with the plates. The customer was advised to order the replacement device. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service personnel evaluated the device on remotely. The customer was explained that occasionally the plate connector does not have optimal contact with the plates. The customer was advised to order the replacement device. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.